Manufacturer narrative:
Block b3: exact date unknown, event occurred in the middle of 2024. D6b: explant date: middle of 2024. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 5012548 / 7070962, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. No further information has been obtained despite good faith efforts.